Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one endeavor sprint rx drug-eluting stent implanted in the rca. Approximately 4 yrs. And 3 months post index procedure the patient had a rsint stent implanted in the lad to treat unstable angina. It is reported that the patient suffered an mi on an unknown date. Revascularization was performed.